Manufacturer narrative:
(B)(4).

Event description:
On 15feb2017 a patient called to report that he/she was diagnosed with a corneal ulcer in 2006 while wearing an acuvue brand contact lens. The pt stated that he/she could not recall which acuvue product was worn at the time of the event, but reported that he/she has always worn acuvue products. The pt is unsure which eye was affected. The pt reported that he/she was a nurse and works twelve hour shifts and stated that the doctor advised that he/she was unsure if the ulcer was due to the contact lens or the hospital. The pt reported that the ulcer resolved and the pt returned to contact lens wear. The pt stated that the treating eye care provider where the pt was seen for the event is now closed and no further contact information is available. No additional information is expected. The acuvue product is unknown. The lot number and the suspect product are unavailable. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.